Event description:
Nurse informed sales rep that during final tightening with the instrument the surgeon discovered some white spots on the x-ray. And she saw a little metal piece in the wound. A little bit of the screw had broken off. Nurse informed further that it seems like the screwhead where you attach the retractorblades can't manage to be tightened.

Manufacturer narrative:
Additional information has been requested,and if made available,will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.